Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a monarc sling system. On an unk date, the plaintiff "was hospitalized for two weeks due to the pain". It was alleged that the monarc "had not been successful and she would need an additional product to treat her stress urinary incontinence", at which time a non-ams device was implanted on (B)(6) 2010. It was also alleged that the plaintiff has "pain on her left side that runs down her hip and groin to her leg, stomach pain, recurring infection, and dyspareunia (pain during sex)", has "urinary incontinence", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.